Event description:
During troubleshooting of a slow flow drain alarm that appeared on the home choice (hc) display during drain 1, it was found that the drain line extension that was four days old. The technical service representative (tsr) assisted the home patient (hp) to disconnect the drain line and the hc resumed draining normally. The hp continued therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a slow flow drain alarm was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.